Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer. Suction loss was reported to have occurred due to nervousness of the patient and "difficult conditions" due to eye geometry. It was reportedly difficult to position the patient's head and the surgeon had to hold it with both hands during the procedure. Additionally, the patient's eye was reported to be small and the patient interface barely fitted. Air was reported to have been absorbed in a few minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that suction loss occurred during treatment. The patient was reported to be nervous. Air between the patient interface and the eye was noticed. The treatment was discontinued. According to the doctor, no bubbles in the cornea could be seen in the slit lamp image after a few minutes. There was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift-off. The laser met specifications at the time of release. The root cause of the reported event can be attributed to patient movement.